Event description:
The customer reported to olympus, the evis exera ii video system center had no image coming from the scope, seems like the video female connector was not working. The issue was found during preparation for use for an endoscopy procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the top cover, front panel, bottom chassis and feet need to be replaced due to corrosion, bad scope socket caused connector issue and picture in picture connector was replaced due to corrosion the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image was produced due to the failure of the patient¿s printed circuit board set. Additionally, the video connector socket was not working due to a faulty socket. Olympus will continue to monitor field performance for this device.